Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sep2019. The customer was advised the air flow sensor has failed. The customer was provided the part ID of the flow sensor assembly. The customer replaced the flow sensor assembly. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reports air flow sensor reads -9lpm at the zero setting. There was no patient involvement.